Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a supply change without performing a rewind, which resulted in insulin being expelled from the cartridge, and an agent then guided the user through the correct sequence including rewind, cartridge insertion, adapter attachment, fill tubing, and reconnection to the existing infusion set; the user also asked about occlusions and was instructed on using the fill tubing only function. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included a review of user-reported sequence of steps and troubleshooting guidance. Investigation of this case revealed user handling error during cartridge change leading to improper setup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper procedure during the supply change.